Event description:
Information received indicates that during the case a piece of device material fell from the unit's release mechanism and into the patient's surgical wound. The material fragment was intra-operatively retrieved with no reported consequence to the patient. The suture clips deployed fine with no problems noted. The clips remain implanted.